Manufacturer narrative:
The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the patient had blisters in the gluteal area. Additional information was requested regarding what treatment was required and status of the patient. The customer did not provide any additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.